Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/01/2019. H3 investigation summary: it was reported a breakage suture issue. One empty labeled winding former and one needle-suture of product code sxpp1a301 were returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The sutures were examined and body fluids at some barbs were found and the sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: ¿the suture was broken during continuous suturing¿. Additional device reported in mw 2210968-2019-88265.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture was broken during continuous suturing. There were no adverse consequences to the patient. No additional information was provided.